Event description:
It was reported that the 8800 system had had a pre-charge error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and power cap module were replaced during the service call. The system was tested and the room power was found to be faulty. The system was working as intended, and put back into service.